Manufacturer narrative:
A device history record (DHR) review was conducted: part number: 311.01; synthes lot number: 9899096; release to warehouse date: 23-sep-2015; manufacturing site: synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation: the customer reported that device had difficulty in coupling with handle. The repair technician reported the device required further testing at the vendor due to failed operation. Damaged coupler is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and will be forwarded to customer quality. The evaluation was confirmed. A product investigation was conducted. Visual inspection: upon visual inspection, the distal coupling mechanism was stuck in the retracted position and it would not fully open. Also, the setscrew is stripped. The balance of the device is in fair condition. Functional test: functional testing was performed with the returned concomitant screwdriver (313.843, lot #: 9852762) and the complaint condition was able to be replicated as the coupler would not take the driver fully. Additionally, functional testing of the coupling mechanism showed that the mechanism could not be released from the retracted position. In the advanced state the mechanism locks onto the mating screwdriver and in the retracted state the mechanism releases the mating screwdriver. Thus, in this retracted position, the device would not be expected to retain the mating screwdriver. Dimensional inspection: inner distal dimension measured and found to be conforming as per relevant drawing. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: the complaint condition of is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended force during usage/ handling such as dropping off the floor excessive loading and/or rough handling in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that during an unknown procedure on (B)(6) 2019, the handle with mini quick coupling did not engage with a screwdriver shaft. It was unknown if there was a surgical delay. Patient and procedure outcome are unknown.  Concomitant devices reported: stardrive screwdriver shaft (part# 313.843, lot# 9852762 , quantity# 1).  This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for complaint (B)(4).